Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was high and was currently in the emergency room. Contact did not provide further information. Although multiple requests were made to obtain additional information, the customer did not reply.